Event description:
It was reported following a percutaneous transluminal angioplasty (pta) an 8f angio-seal mp was used. During deployment, tension was not placed on the suture initially. Tension was applied to the suture eventually and the tension spring was applied for 45 mins. Hemostasis was not achieved and manual compression was applied. Hemostasis was achieved. Four days later, an ultrasound of the puncture site revealed the anchor and collagen were intra-arterial. This was also confirmed by an ankle brachial index (abi) procedure. The pt underwent surgical intervention to remove the angio-seal.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU warns failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery. The IFU cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. A search of the angio-seal database revealed no training record for the physician. The IFU caution that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g. Participation in an angio-seal physician instruction program or equivalent.